Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being filed as an MDR, because the treating doctor considered the reported symptoms may have been an indication of anaphylaxis and that the event was potentially serious or life threatening to the pt. The pt indicated seeking emergency medical attention, but no diagnosis or additional reports were provided. No evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.

Event description:
The pt started the treatment on (B)(6) 2012. The pt reported the symptoms of full body hives, a swollen throat, respiratory difficulty, with difficulty in swallowing, redness, fever and a cough on (B)(6) 2012. The pt indicated seeking emergency medical attention to alleviate the reported symptoms. No diagnosis, reports or additional info was provided. The pt also indicated visiting a general physician. The pt indicated being prescribed prednisone (steroids) and antihistamines to alleviate the reported symptoms. The treating doctor believes that this event was potentially serious in nature or life-threatening to the pt and that the reported symptoms are consistent with an anaphylaxis episode. The treatment was discontinued on (B)(6) 2012, by the pt.